Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken. (B)(4).

Event description:
It was reported that the external pulse generator's front case was damaged. The generator was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.